Event description:
Additional information was received on 16-june-2023, via email. No patient involvement.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Health impact, event problem and evaluation codes: updated. One warmer device was received for investigation. The reported issue was confirmed during visual inspection the device was observed to have broken front cover and underneath the cover, broken led's (light emitting diodes). The investigation attributed this condition to user interface; excessive force while closing the cover. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.

Manufacturer narrative:
Date of event and UDI section are unknown, no information has been provided to date. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the front cover was not closing all the way and led's were not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.